Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. During explantation, the electrode lead was found migrated out of cochlea. The electrode mobility could also be a factor for the consequent active electrode damage. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Device malfunction was suspected. No trauma has been reported. Information received indicated that the recipient had no hearing perception since (B)(6) 2017. The user has been re-implanted.

Manufacturer narrative:
Additional information: damage to the active electrode, possibly caused by minute device mobility appears likely. In order to confirm a root cause of failure a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Device malfunction. No trauma has been reported. Re-implantation is being considered but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction.

Manufacturer narrative:
Damage to the active electrode, possibly caused by minute device mobility appears likely. In order to confirm a root cause of failure a device investigation of the explanted device is necessary. Re-implantation is scheduled for november.

Event description:
Device malfunction. No trauma has been reported. Re-implantation is scheduled for november.